Manufacturer narrative:
The following report is submitted to relay additional information received. Corrected: concomitant medical products: 11-300818, arcos 18x150mm spl tpr dist, 250470. 11-301313, arcos con sz c hi 60mm, 613250. 650-1055, cer bioloxd option hd 28mm, 446590. 650-1066, cer opt type 1 tpr sleve 0mm, 896410. Unknown, unknown stryker cup, unknown. The complaint was confirmed based on the surgical operative notes that was provided. Device history records were reviewed and identified no deviations or anomalies. It is reported that a non-zimmer biomet implant was used with the reported biomet components. Zimmer-biomet has not confirmed the compatibility of this combination of devices, and this would be considered an off-label use of this product. However, it cannot be confirmed that this incompatibility has any definitive relationship to the reported event. Hence, the root cause of the reported issue is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products: 11-300818, arcos 18x150mm spl tpr dist, 250470; 11-301313, arcos con sz c hi 60mm, 613250; 650-1055, cer bioloxd option hd 28mm, 446590; 650-1066, cer opt type 1 tpr sleve 0mm, 896410; unknown, unknown cup, unknown.

Event description:
It was reported that patient underwent a revision surgery due to infection after 17 days post revision surgery. No additional information is available at this time.

Manufacturer narrative:
Cmp-(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001825034-2017-11403, 0001825034-2017-11406, 0001825034-2017-11408, 0001825034-2017-11409. Concomitant medical products: unknown product number/lot code, arcos distal stem. Unknown product number/lot code, arcos cone body. Unknown product number/lot code, femoral head. Unknown product number/lot code, acetabular liner. Report source: literature. Orthopedics. 2016 nov 1;39(6):e1129-e1139. Doi: 10.3928/01477447-20160819-06. Epub 2016 aug 30. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that eleven patients underwent revision due to infection and one patient underwent multiple irrigation and debridement procedures for infection. No further information has been made available at this time.